Event description:
It was reported that a revision surgery was performed to exchange a poly in patients knee. When the procedure was performed, the poly was broken.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. A clinical investigation noted that there is insufficient clinical documentation provided to perform a thorough medical investigation. No surgical delay and no patient impact and/or harm was reported. No further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for this device.